Manufacturer narrative:
The product was returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. A deep dive into the drive mechanism resulted in finding contact between the tube nut and reservoir cap, leading to increased friction. The outer wall of the tube nut had repeated scratch patterns at consistent intervals, ultimately ending in a set of deeper/thicker scratches. Despite the damage to the tube nut component, it could not be determined if this affected the pod from delivering insulin properly.

Event description:
It was reported that the patient's blood glucose levels reached 394 mg/dl while wearing the pod. As treatment, a manual injection of insulin was delivered and a new pod was applied.